Event description:
It was reported that the insulin pump alarmed for no deliveries while the reservoirs of the same box were in use. The blood glucose reading was 240 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.